Event description:
Reportedly, the clips malformed and did not secure as expected. The clip slipped from the cystic artery which caused bleeding. Another clip was applied to resolve the bleeding. Procedure type: unk. Patient sex: unk.

Manufacturer narrative:
A visual inspection of the returned product shows the lens has no visible damage. There is clear surgical residue on the lens. Both sides of the optic and haptics were checked for sharp/rough edges and the edges were found to be acceptable. A lens serial work order search was performed for similar complaints within the work search and no similar complaints were found. No conclusions can be drawn. Based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.